Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was not confirmed. During evaluation, it was observed, the unit did not reset when plugged in/out maj-125 usb drive while the unit is on. Unit passed all functional tests. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus technical assistance center (tac), during preparation for a diagnostic procedure, the power of the visera elite video system center went off when a scope was initially plugged in, and the power had to be recycled to be back on. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the scope powering off was unable to be identified. Olympus will continue to monitor field performance for this device.